Event description:
Additional information received from the representative reported there was a note that was written to the patient's school district so that she would no longer have to use the hearing aid for one of her students. The school district wrote a note so that student either would not have to be in the class any longer or that she could sit and have to wear the device the way she was wearing it. The patient determined on her own that it was the hearing device specifically that was interfering with implanted neurostimularo for urinary dysfunction.

Manufacturer narrative:
(B)(4).

Event description:
The consumer, via the manufacturer representative, reported they felt their symptoms of high urgency and frequency return in (B)(6) 2015. This would occur when they wore a hearing device/transmitter around their waist. The patient had to wear it during the week because they were the teacher of a hearing impaired student. When the patient would take it off on the weekends, their therapy worked great. However when wearing the hearing device, they didn't get therapy response/experienced a loss of therapy. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor. No further information regarding troubleshooting or actions taken was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.